Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The right atrial (ra) lead dislodged and had high thresholds. The lead dropped from the atrial appendage to the bottom of the atrium and was stuck there; the lead would not let go when a stylet was placed in it. Therefore, the lead was capped and replaced. No further patient complications have been reported as a result of this event.